Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. During evaluation, the soft key was not working and the third blue key from the left on the first row was not operating. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause were identified to be a keys 2, 5 and 8 difficult to use and the buttons also look worn out from heavy use. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq pump, the soft key was not working and the third blue key from the left on the first row was not operating. Keys 2, 5 and 8 were also difficult to use. No additional information is available.